Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, skiving was noted. The needle with stylet was inserted into the sheath outside the patient, and a piece of plastic was noted inside the sheath at the tip of the needle. The devices were flushed and reinserted into the patient to complete the procedure with no consequences to the patient.